Event description:
Patient revised (B)(6) 2021 due to dislocation from prematurely removing the surgical sling two days following the primary procedure. Surgeon explanted the 36mm centered glenosphere with screw and 36/+6 standard humeral cup, and then implanted a 40mm centered glenosphere with screw, 40/+3 stability humeral cup, and +9mm humeral spacer.

Event description:
Patient revised (B)(6) 2021 due to dislocation from prematurely removing the surgical sling two days following the primary procedure. Surgeon explanted the 36mm centered glenosphere with screw and 36/+6 standard humeral cup, and then implanted a 40mm centered glenosphere with screw, 40/+3 stability humeral cup, and +9mm humeral spacer.